Event description:
It was reported that a patient presented to clinic. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found.